Event description:
Hcp reported patient was seen in the emergency room and she was "groggy - not in good shape." Patient requested removal of pump. Follow up hcp did not give information regarding drug used including concentration, refill information, programming information. The pump possibly contains fentanyl and/or dilaudid and patient is on oral medications. Hcp plans to run at minimum rate.